Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace her ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reports she has been unable to recharge her ipg since (B)(6) 2015. The patient states she recharges every friday. A replacement charging antenna and charging system was sent to the patient which did not resolve the issue. In addition, the programmer is unable to communicate with the ipg .surgical intervention may be pending to address this issue.

Manufacturer narrative:
Results: the complaint for ¿no communication with charger¿ was not confirmed. The returned ipg successfully communicated with a lab patient programmer. It passed all functional testing on auto-tester. The analysis resulted in normal device characteristics. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.